Event description:
Additional information was received, that the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, exit block was observed. Also, radiographic imaging revealed lead dislodgement. The device was reprogrammed to resolve the issue, and the patient is in stable condition.